Event description:
I had lasik surgery and since then I have not been able to work for more than a half a day. I see double at times. My vision goes blurry and then I can't see up close or anything in the distance. I can no longer drive at night because of the halo effect. In low light areas, I strain my eyes so hard that I have pain. I had mono lasik and it has completely screwed my life up. My doctors office which is the lasik vision institute keeps telling me that I have extremely dry eyes and that it will clear up, but I have had no improvement and it seems to be getting worse. This could ruin my career and my life. When they tested my eyes before the surgery and found out how dry my eyes were, they should have turned me away, or at least informed me of the serious problems that were occurring because of dry eye syndrome. I am paying for surgery that has ruined my life. I don't know how the FDA can continue to let these doctors perform this surgical procedure that ruins peoples lives. I am devastated over this and don't know what I am going to do.